Event description:
During a dialysis treatment, there was weight gain of approx, 0.4kg. The pt's legs were swollen. The pt was redialyzed the next day.

Manufacturer narrative:
A mes (medical equipment service) technician examined the machine and found the prb regulator out of calibration, causing an autotest failure. No other problems were noted, but the ultrafiltration (uf) pump thermal fuse was replaced as a precaution. A review of the dtf history does not apply. A review of the cpf history for the specific serial number machine in this complaint does ont indicate that this has been a recurring condition since this specific serial number machine was released to the field. A secondary search of the dtf history for this product is not possible. Test procedure followed: qara-146 sect. 2.3, revision: g. Test results/analysis and any data recorded: the mes technician did not find any defective components, but changed the uf (ultrafiltration) pump thermal fuse as a precaution. The suspect thermal fuse was not returned for investigation as it was inadvertently lost. It has been seen previously that a failed thermal fuse is caused by the wax inside the fuse melting, which causes the fuse to open. When the thermal fuse is in the first stages of failure, it can become intermittent. When this happens, the uf pump will run for a short period of time, until the wax inside heats up and melts. When the pump cools down, the fuse becomes operational again and checks out okay. Previous investigations have determined that the wax melts at the correct temperature. It is not known at this time what causes the wax to melt. The mes technician was contacted. He stated that the prb was out of calibration only a small amount. It is highly unlikely that the prb was causing the autotest failure if this was the case. The most likely cause of the reported incident is an intermittent thermal fuse. If the thermal fuse failed, it would cause an autotest failure. An intermittent thermal fuse would check out okay when the technician examined the machine. He also reported that this was a new thermal fuse that was installed the last week of october as a part of the thermal fuse field action. A review of the cpf history on 12/20/96 shows that there have been no further incidents of this nature, indicating that the condition was corrected by the action taken. It is concluded that the thermal fuse was the most likely cause of the reporeted incident. Refer to far# 960016. Failure codes: f. Code ufpmp904wr. Customer contacted: no. Sales/service contacted by investigator? Yes. Training required? No.